Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
In (B)(6) 2014, the patient was hospitalized for a pulmonary embolism and at this time a greenfield vena cava filters was implanted in the patient. At an unspecified time, patient suffered constant pains in the abdominal region and "severe permanent injuries". The patient is also concerned with the risk of deep vein thrombosis and the filter migrating.